Manufacturer narrative:
A product sample has been received by the manufacturer and it is awaiting evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that it was difficult to stick the blade of the trocar cannula into the patient's eye during a vitrectomy procedure. The product was replaced and the procedure was completed with no harm to the patient. No additional information is expected.

Manufacturer narrative:
One opened trocar assembly was received with a cap for the report of difficult to stick into the eye. The sample was visually inspected and was found to be nonconforming with a damaged tip and damaged cutting edges. Penetration testing could not be performed due to the damage of the blade. A review of the related device history record for the reported lot number was performed and the product was released based on the product¿s acceptance criteria. The exact root cause could not be determined. The damage to the returned sample was consistent with damage that can occur when the blade contacts a hard surface such as the protective cap, improper handling, or contact with another instrument during surgery or set-up. (B)(4).